Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set which resulted in peritonitis. The peritonitis was manifested by not feeling well and ¿a temperature¿. It was reported the patient line was leaking at the interface of twist clamp and tubing of the transfer set. The cause of the leak was unknown. The patient presented to the emergency department and was subsequently hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the event (no further details). On an unreported date, the transfer set was changed. The patient was discharged from the hospital three days after event onset. The patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.